Manufacturer narrative:
A review of the site's system logs for the reported procedure date was found there were no related system errors to have occurred during the procedure that were relevant to the reported event. A review of the event was performed by an intuitive surgical medical safety officer and the following additional information was provided: the patient underwent an ion endoluminal biopsy of a right upper lobe nodule. After navigation to the target prior to biopsy under general anesthesia the patient had pulseless electrical activity. The patient was successfully resuscitated with advanced cardiac life support and the patient was transferred to the ICU for continued management. Left heart catheterization was unremarkable. There was no malfunction of the ion system, instruments or accessories. The physician attributed the event to anesthesia effects. Based on the available data the reported adverse event was procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with cardiopulmonary arrest and fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, about 5-10 minutes after anesthesia induction, the patient experienced a pulseless electrical activity (pea) cardiac arrest. The event occurred after navigation and registration were completed and right before any biopsy tools were introduced to the patient's anatomy. The interventional pulmonologist reported that the procedure was aborted and advanced cardiac life support (acls) was rendered. The patient was revived and was transferred to the intensive care unit for further care and management. Cardiac catheterization was performed and was unremarkable. The physician believed that the cause of the event was presumed to be a severe vagal response from anesthesia medications and not ion system related. There was no device malfunction associated with the event. The target nodule was 18mm in size and was located in the right upper lobe 20mm away from the pleura; biopsy was not completed.